Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, after inserting the farawave into the faradrive, the faradrive started leaking. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, after inserting the farawave into the faradrive, the faradrive started leaking. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific's post market laboratory for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. Upon receipt at boston scientific's post market laboratory, the sheath was visually inspected. Visual inspection noted both valves torn by the center slit on the inner face which compromised the valves ability to seal pressure and fluid within the sheath. This defect would have caused visible air bubbles air ingression into the sheath, resulting in the occurrence of this event. Microscopic inspection of the hemostatic valve identified that the outer and inner valves were torn, and that both valves were not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific.